Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, approximately four years and eight months after a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve, the patient underwent a valve-in-valve procedure with a non-edwards valve. The valve appeared to be underexpanded with thickened leaflets identified on computed tomography (CT) imaging. According to the medical record this patient underwent a valve in valve procedure, due to severe symptomatic calcific, degenerative prosthetic aortic stenosis, approximately 4 years and 9 months post implant of a 26mm sapien 3 ultra valve. A transesophageal echocardiogram (tee) performed, approximately 4 months prior to the intervention noted, there is a 26 mm tavr valve present, no vegetation seen, there is restricted leaflet motion. Unable to obtain adequate doppler envelopes in the transgastric windows, the ava by planimeter is 0.73cm2.